Event description:
It was reported the reservoir leaked. Customer is not sure if the leak was at the barrel or at the o-rings. Customer stated he changed the reservoir prior to playing football and noticed the insulin in the reservoir compartment. Customer changed the reservoir cleaned the compartment and the insulin pump alarmed motor error. Customer also noted another alarm but not sure which one. The insulin pump was not exposed to MRI. Customer was advised to do a five unit prim and the device alarmed again. Customer's blood glucose was 6.3mmol/l. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See medwatch report # 3004209178-2014-96447.